Manufacturer narrative:
The received device was forwarded to depuy material science for review. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. No product contribution to the reported event was identified. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Now revision because of pain. During revision surgery it became obvious that thr pe of the metal backed patella had a 90° distortion compared to the ""normal"" position. Patella did not articulate in the trochlear-groove.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.